Event description:
It was reported the pt had been receiving a combination of intrathecal drugs via pump including prialt, dilaudid, and clonidine since 2006 with refills every 30 days without incident. After the refill in 2008, the pt developed "major muscle spasms" and "a metallic taste in mouth". The dose of prialt had been as high as 10 mcg/day, but for this refill, it had been requested to decrease the prialt dose to 5 mcg/day. At first, the pt was taken to the emergency room due to the symptoms, but was sent home. On three days later, the pt was hospitalized for eval and treatment of ongoing symptoms. The spasm were so severe, the pt was described as "levitating off his bed doing the funky chicken". On the next day, the pt's pump was turned off and the spasms ceased. The pt was discharged from the hospital on two days later, and with the pump drained of all medications from the previous refill. The hcp attempted to aspirate the medication from the catheter, but was unsuccessful. On two days later, the pump was filled only with dilaudid and the therapy was restarted. By the next day, the pt once again had developed muscle spasms potentially, due to residual drug in the pump. It was also noted that the last refill was from an "outside compounding pharmacy" that was different from all past refills and there may have been a different compound or formula that the pt received. On the following day, the pump was turned off again and the spasm had resolved by two days later. Samples of the drug were taken for analysis, but results were not available. The pt was to receive a replacement pump which had not occurred at the time of this report. No further outcome was reported.